Event description:
It was reported that the device was incorrectly targeting with the sleeve down to the bone and missing the nail posterior through both the static and dynamic holes, therefore causing a delay of 30-60 minutes during surgery.